Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached storage mode due to age of teh device and lack of patient follow up. Therapy would not be available to the patient if needed. Immediate device changeout was recommended.

Manufacturer narrative:
To date, information suggests that this medical device was to be changed out. This device has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.